Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted and had an overstress fracture, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the guidewire remained in the left ventricular lead for too long without any movement and the guidewire was unable to be retracted from the lead. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.